Manufacturer narrative:
The device has been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
On 05/18/2026, a healthcare professional reported that the anchor and band keep breaking in the appliance. No permanent injuries were reported. No additional information was provided.